Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs), was being used during an unknown type of procedure on unknown date when it was reported ¿electrode tip was detached during the surgery. Since it occurred when the shaft was taken out of the abdominal cavity, there was no residue in the body. When the customer tried to take out the electrode tip it didn't come out, and when they checked the inside of the shaft, it was confirmed that the electrode had been detached.¿. The procedure was reported as having been completed with an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that there was no fragmentation and no contact to patient with the loose component. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-5274-032, spatula electrod w/stealth ER 5mm x 32cm (5/cs), was being used during an unknown type of procedure on unknown date when it was reported ¿electrode tip was detached during the surgery. Since it occurred when the shaft was taken out of the abdominal cavity, there was no residue in the body. When the customer tried to take out the electrode tip it didn't come out, and when they checked the inside of the shaft, it was confirmed that the electrode had been detached.¿. The procedure was reported as having been completed with an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that there was no fragmentation and no contact to patient with the loose component. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-5274-032 in opened unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint is confirmed. The spatula electrode is disassembled from the device, soldering is present on the electrode. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. The lot history review was not conducted because the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 27 devices, for this device family and failure mode. During this same time frame 333,405 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per the instructions for use, the user is advised that misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.